Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible loss of capture during a gastric sleeve procedure and the patient went hypotensive. Upon device interrogation, a warning for undefined bipolar impedance qualified as high was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.